Event description:
It was reported by service report that the brakes could not be engaged. No pt involvement or adverse consequences are reported. No pt involvement or adverse consequences are reported.